Manufacturer narrative:
The pilot drill was returned and evaluated. A visual inspection of the device revealed the tip of the drill fractured off, which remains implanted in the patient. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A lab analysis performed on the returned concluded that the pilot drill potentially fractured due to ductile overload. An overload fracture can occur if the mechanical loads applied to the drill exceed the strength of the material. It was unknown if the fracture was initiated in a prior surgery. A clinical evaluation indicated that it was reported that during a prophylactic procedure, the tip of the drill broke after implantation and was left inside. It was further reported that the surgeon still managed to place 2 screws through the nail. This was not a revision surgery and should not need revising due to this issue. From the analysis it was concluded that the pilot drill fractured by ductile overload. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the tip of the drill broke off and had to be left in the patient. No plans to revise as of date.